Event description:
Elderly female with history of multiple sclerosis and recent cardiac workup. When applying the stryker leg warmer. The machine alarmed "check water flow". All clamps checked on tubing and machine- all clamps were open and leg wrap would still not fill with water. Leg wrap was switched, and error corrected, allowing water to flow into pad and work properly.